Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturing representative reported that a patient was having to have their right battery replaced. Impedance measurements were taken prior to the replacement, and the values were at 3585 ohms c0, 3.5v, 120us, 185hz; based on those values, it was reviewed that battery life calculated to be roughly four years. The rep will discuss replacement options for this patient with the healthcare provider (hcp), they planned to replace the battery on the day of the report. During the report, the rep mentioned that the patient's right battery was depleting annually, with relatively normal settings and high impedance. It was also reviewed the possibility of replacing the extension as opposed to adding a pocket adapter on the right and the rep stated they had another like that recently. No further information was given regarding this event. Calculations for the left implant were noted at +2 -0.3v 90us 185hz 3.4 years of therapy with implant at 1500ohms and 3.1 years with 1250ohms. Later, on the day of the report, the rep wanted to run an estimate for the patient's device implanted on (B)(6) 2013. It was noted 3.6v 90usec, 185hz, 1281ohms 2.892ma, 24/7 eri 2.9 years eos 3.15 years. It was reviewed with the rep that eri could reasonably be expected in the august/september timeframe. There were no patient symptoms reported. The implantable neurostimulator was indicated for parkinson's dual.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.